Manufacturer narrative:
Additional information: g3, h3, h6. The complaint device was not received for evaluation. Based on the information provided, which may include the device (if available and returned), photographs, videos, event descriptions, and any additional field details, arthrex concludes that the most likely cause of the reported failure is a patient-specific event. This event appears to be related to the patient's lifestyle and/or physical activity, as well as potential non-compliance with post-operative instructions, such as failure to restrict activities or follow directions during the healing period. Directions for use. Dfu-0336-eo. Maxforce¿ mtp compression plates. Warnings: postoperatively and until healing is complete, fixation provided by this device should be considered as temporary and may not withstand weight bearing or other unsupported stress. The fixation provided by this device should be protected. The postoperative regimen prescribed by the physician should be strictly followed to avoid adverse stresses applied to the device. The complaint allegation was confirmed based on x-rays. The plate remained appropriately positioned in relation to the joint; however, a break was observed.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On (B)(6) 2025, a phone report was received from a patient who underwent an mtp joint arthrodesis with dorsal plate and screw fixation on (B)(6) 2024 for treatment of hallux rigidus of right foot. During the procedure, a plate product identified only as ¿max force¿ was implanted. In (B)(6) 2025, approximately six months postoperatively, the patient reported experiencing a loud "pop" while walking. Radiographs taken on (B)(6) 2025 confirmed that the implanted plate had fractured. Revision surgery is scheduled for (B)(6) 2025 with the same surgeon at the original facility. The patient did not provide any additional information. During a phone call with the sales representative on (B)(6) 2025, it was reported that during the original procedure on (B)(6) 2024, the surgeon expressed concern that the joint had been significantly shortened following the reaming process. To compensate and restore proper length, a lifenet bone dowel revision was added, and the bone was adjusted accordingly. The plate was implanted over the bone dowel. Approximately three weeks ago, the patient experienced a ¿pop¿ while engaged in physical activity, described by the sales representative as possibly ¿out gardening or something.¿ an x-ray confirmed that the plate had broken. The surgeon subsequently discussed treatment options with the patient. Additional information was received on 07/21/2025 via email from the patient: the patient underwent additional surgery on (B)(6) 2025, during which a max force plate, a l16mm cortical screw, a l14mm titanium variable angle bone kreulock screw, a l16mm titanium variable angle bone kreulock screw, and a l18mm titanium variable angle bone kreulock screw were removed. A new plate and screws were implanted successfully during the additional surgery. Additional information received on 7/29/2025: the explanted arthrex products were identified as one ar-9944x-0r maxforce mtp compression plate, one ar-9933-16 flat head plate screw, one ar-8933vcl-14 kreulock compression screw, three ar-8933vcl-16 kreulock compression screws, one ar-9933hy-22 flat head plate screw, and one ar-8933vcl-18 kreulock compression screw.